Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tubes showed evidence of embedded essure microfilaments bilaterally') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, iron deficiency anaemia, adhesions nos postoperative, ovarian cystectomy and pelvic pain female. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), headache ("headache"), migraine ("migraines") and visual impairment ("vision problem"). The patient was treated with surgery (robotic-assisted total hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine and visual impairment outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, migraine and visual impairment to be related to essure (ess205). The reporter commented: patient received treatment for- migraines, headaches and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: study documented bilateral essure stent tubal occlusion; on (B)(6) 2015: study documented bilateral essure stent tubal occlusion findings: bilateral essure devices are noted. Retroverted uterus, tilted to the right. Normal uterine cavity. No spillage of contrast is noted. Impression: bilateral essure devices are noted without evidence of contrast spillage from either fallopian tube.. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) showed bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('fallopian tubes showed evidence of embedded essure microfilaments bilaterally') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, iron deficiency anaemia, adhesions nos postoperative, ovarian cystectomy and pelvic pain female. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), female sexual dysfunction ("apareunia"), headache ("headache"), migraine ("migraines") and visual impairment ("vision problem"). The patient was treated with surgery (robotic-assisted total hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, and visual impairment outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, migraine, and visual impairment to be related to essure (ess205). The reporter commented: patient received treatment for- migraines, headaches, and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: study documented bilateral essure stent tubal occlusion on (B)(6) 2015: study documented bilateral essure stent tubal occlusion findings: bilateral essure devices are noted. Retroverted uterus, tilted to the right. Normal uterine cavity. No spillage of contrast is noted. Impression: bilateral essure devices are noted without evidence of contrast spillage from either fallopian tube. Imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : event embedded device added and made medically significant and intervention required due to surgery. Essure removal reported. Reporter, medical history, and lab data added. Based on the available information, a review of our complaint records, and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.